Manufacturer narrative:
Service on the device was performed by the customer. It functioned normally and was returned to service. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated a "unplug disk outlet" alarm. The patient was switched to another iabp and therapy was continued. No patient injury was reported.